Event description:
Dealer stated that when the end user goes over a 1 inch slope in her (B)(4) power chair a wrench will come on. Dealer was at the user's home, she was going through her door and the chair lunged forward, cutting the bottom of 2 of her left toes (not the pinky but the next 2 toes) on the casing of the door. The user is on blood thinners but the dealer was able to control the bleeding until the ambulance arrived, stated that it was just a flesh wound. Dealer stated that the user didn't have her front riggings on the chair because she doesn't like them.